Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during the fill tubing process when a cartridge was inserted, while the fill procedure without a cartridge completed successfully, indicating a device alarm and possible occlusion or flow-path obstruction. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included device interruption requiring replacement of the ilet. Investigation included remote troubleshooting and assessment of device performance during fill attempts with and without the cartridge. Investigation of this case revealed a malfunction associated with the infusion pathway during cartridge-based priming consistent with an occlusion-related alarm, while the device functioned without the cartridge, suggesting a device or component performance issue during the priming step. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to occlusion during priming.